Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.00x8mm nc trek balloon dilatation catheter (bdc) was prepped per instructions for use (IFU). During the left main coronary artery coronary intervention after implantation of a 4.00x12mm non-abbott stent, the bdc was advanced without issue; however, after balloon inflation to 22 atmospheres (atm), the balloon failed to deflate. It is unknown how long negative pressure was held. The fully inflated balloon was removed with the guidewire and guide catheter, as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the nc trek bdc was overinflated to 22 atmospheres (atm). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9, h3: device was discarded.